Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger antenna and that it was frayed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that over the last couple weeks, every once in awhile while recharging the ins with excellent recharging quality, the pt would say that the recharger (rtm) would get really hot and hot to the touch; caller stated that this has happened twice. Caller stated that the controller battery drops down quick and that the controller would get hot as well while recharging the ins. Reviewed rtm replacement with the caller. Caller stated that they were at work and didn't have access to the rtm; caller mentioned that the pt was at home, so the caller was asked if they could call the pt to obtain the rtm serial number, however caller stated that the pt was blind. Caller will call back with rtm serial number for the rtm to be replaced. Caller stated that they wouldn't be able to call back with the information until tomorrow ((B)(6)2021). Pt called back and reiterated details of case. Pt mentioned the recharger antenna got hot again last night when charging the ins and took 2 hours to charge the ins. Pt also mentioned they had to "shut it down" when the recharger antenna got hot and the ins was a "pain" to get charged. An email was sent to the repair department to replace the recharger antenna. Additional information was received. It was reported the patient's ins was completely depleted and would not charge. No symptoms were reported.